Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant high pacing thresholds were noted when it comes to this right ventricular (rv) lead. The lead was repositioned and remains implanted. No additional adverse patient effects were reported.

Event description:
Additional information noted that the root cause of the issue was believe to be due to the helix of this lead not being fully fixated into the heart at the initial implant.